Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 11 inches from the pump housing and the severed portion of the driveline was not returned. Upon disassembly of the returned pump, examination of the distal side of the inlet stator revealed a large denatured thrombus ring adhered to the inlet bearing cup and inlet bearing ball, causing the inlet bearing ball to become unseated from the bore of the rotor, during disassembly. The ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. Examination of the pumps bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event

Manufacturer narrative:
Gender and weight not reported. Device unique identifier (UDI) #: (B)(4). Approximate age of device - 3 months. The device was returned for investigation. The evaluation has not been completed.. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to suspected thrombus. The patient was reportedly symptomatic prior to the pump exchange. No additional information was provided.